Event description:
A customer contacted technical service to report that totalcare frame had an issue power cord was melted and charred as a result of an fire in the hospital's electrical outlet.there was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. Documented the complaint and paged tech to perform fi.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.